Event description:
End user reports a suction issue while using item number 722 lot 44054, expiration date 05/01/202. Drawing testosterone with the syringes.

Manufacturer narrative:
Initial trend analysis for lot 722 was conducted, no malfunctions were found. This is the only complaint for lot 722. Unintended use was the root cause for the malfunction.